Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode underfill." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer states that it was underfilled. The following information was provided by the initial reporter. The customer stated: "it was found that the blood collection volume was insufficient after the vacuum was exhausted, and the blood collection operation was completed normally after replacing a new blood collection tube."